Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported they had a spinal leak, (B)(6) 2015, and it happened during implant. The patient developed horrible headaches. Additional information was received from a consumer (con). The patient had lots of questions pertaining to the device, sizes of the unit that is to be put in, where the catheter is placed in the intrathecal (it) space and about her healthcare professional (hcp). Patient stated that her hcp had selected the largest pump and refilled it once a month which was not necessary. Patient mentioned this filling once a month was due to the drug stability of it hydromorphone that was in the patients pump. When patient mention this to the hcp he then switched to refills every 3 months. Patient was upset that she would have continued to refill the pump every month instead of every 3 months had she not said something about it. It was reviewed by patient technical services that hydromorphone is not a labeled it drug and referred the patient back to their hcp and pharmacy where the drug is supplied from. As the patient had been on pain medication for the last 10-15 years, she was usually not aware of whats going on and her memory is not great. Patient estimated this memory/decision making problems began in 2014 and hydromorphone was in the pump at that time. The hcp told the patient is was due to the patient getting older, but the patient did not believe this. The patient was a teacher and had been on oral medications for the past several years. Since 2011 she had become sleepy, and was not remembering being at school, and attending meetings or what was being said to her. Patient filled for disability because of these symptoms. Patient stated that the first time the hcp installed the pump he put the pump on the patients hip bone where it rubbed so he had to redo it to move it up higher and that is when the patient got their spinal leak. Patient was in terrible pain for a week before it was resolved.

Event description:
Additional information was received from a consumer. No diagnostics were performed. The patient's cerebrospinal fluid (csf) leak was not the reason for the revision surgery. The patient went to urgent care where the physician stated the patient had a tumor in her brain and she needed to go to a hospital to get a CT scan. The patient then spoke to a cardiologist about her surgery and symptoms. The cardiologist stated the patient had a csf leak. The surgery was noted to have been on "thursday", her headache started thursday night, and the patient went to the emergency room (ER) on saturday. The doctor had the patient come in on "tuesday" to discuss and the patient went back the next day for a blood patch, which resolved the problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.